Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): tubing is disconnected from the stopcock. Reference MFR report # 9610825-2013-00383.